Event description:
The reporter stated that during insertion of a one piece silicone toric lens model aa4203tl the lens tore. The surgeon enlarged the incision to remove the lens and replaced it with another model lens. A suture was used to close the incision.